Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramping, pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) was not conducted". The patient's previously administered products included for birth control: depo provera from 2009 to (B)(6) 2012. Concurrent conditions included overweight, fatigue, decreased appetite, restless, sleep disorder, back muscle spasms, anemia, vaginal discharge, anhedonia, acute vaginitis and overweight. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain, pain") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). In 2014, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding/blood clots"). The patient was treated with antibiotics, cyproheptadine hydrochloride (periactin), ibuprofen and surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, back pain, dyspareunia, menorrhagia, vaginal haemorrhage, urinary tract infection, depression, headache, migraine, palpitations, dysmenorrhoea and weight decreased outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, palpitations, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: the consumer continues to explore her options to have her essure device removed as a definitive solution to her pain and complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: back pain, weight decreased, menorrhagia, abdomen pain quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: case became incident. Essure was removed. Seriousness criteria removed for genital hemorrhage. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.